Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted. Healthcare professional reported treatment with "bra band/massage."

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted. Healthcare professional reported treatment with "bra band/massage."

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening and white particle inside device. Leak test was performed and found opening in the anterior . A microscopic analysis was performed which identify opening striated in the anterior . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted. Healthcare professional reported treatment with "bra band/massage."

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted. Healthcare professional reported treatment with "bra band/massage."